Event description:
The customer reported that the insulin pump alarmed for no delivery of insulin. The blood glucose reading was 208 mg/dl and was 89 mg/dl 25 minutes prior to that. She stated that the alarm occurred while the basal was running. She was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. She was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and to push insulin slowly through the tubing. Customer reported that insulin did exit. Customer was advised to run a manual prime and stated that insulin did exit. Nothing further was reported.

Manufacturer narrative:
This information is provided in response to your request dated april 17, 2015 for additional information.

Event description:
The customer reported that the insulin pump alarmed for no delivery of insulin. The blood glucose reading was 208 mg/dl and was 89 mg/dl 25 minutes prior to that. She stated that the alarm occurred while the basal was running. She was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. She was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and to push insulin slowly through the tubing. Customer reported that insulin did exit. Customer was advised to run a manual prime and stated that insulin did exit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.